Event description:
The customer reported a battery failure. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The customer reported a battery failure. There was no report of pt involvement. It was determined by the customer that the ac power module which resolved the failure.